Event description:
It was reported that during testing the device exceeded the maximum temperature rise. This did not occur during a surgical procedure and there were no adverse consequences reported.

Manufacturer narrative:
The device has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. The device was disassembled and no/little lubrication was found in the nose of the housing assembly yoke and gear area. This is not a repairable product.